Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number is unknown so device history record review cannot be performed. The most likely cause of the complaint is as stated in the event, that the facility implanted a knotted tightrope thinking it was a knotless. As a result, knots were not tied during the procedure which led to a loss of reduction and consequently a revision was done. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported via a medwatch letter that a patient underwent an uncomplicated open reduction internal fixation of the left ankle. Two knotted tightrope devices for syndesmotic fixation were used for a knotless tightrope procedure. Knots were not tied during the procedure which led to a loss of reduction. The patient underwent further surgery to remove the tightropes and place screws.